Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy/ pre-existing conditions (valve did not have sufficient grasping area) contributed to the reported slda. The reported slda likely resulted in the reported mitral regurgitation and heart failure. The reported patient effects of worsening mitral regurgitation and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and heart failure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted enlarged atrium. On (B)(6) 2019, two clips were successfully deployed, reducing mr to 2+. On (B)(6) 2019, it was discovered that the anterior mitral leaflet was torn, and mr increased to 4+. The patient's condition was deteriorating due to symptoms from worsening heart failure and recurrent mr. Due to the anterior leaflet tearing, it was suspected that the second clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to pre-existing conditions. The first clip remains stable on both leaflets. On (B)(6) 2019, the patient underwent a mitral valve replacement instead of a second clip procedure. The smallest size artificial valve was used and during the surgery it was confirmed that a second clip procedure was not possible due to the valve did not have sufficient grasping area. Additionally, it was confirmed that a slda did occur, but the there was no tear as suspected. The patient is stable. There was no clinically significant delay in the procedure.